Manufacturer narrative:
The fse found the oil mist filter housing to be misting. He replaced the oil filter housing and the catalytic converter. He ran an empty chamber cycle.

Event description:
The customer reported oil mist coming from the unit. The customer reported an employee who complained of difficulty breathing, burning eyes, and a foreign taste in her mouth. The employee did not see a doctor or require treatment for her symptoms. The asp field service engineer (fse) went to the facility to repair the unit.